Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the device is very old and customer says that when it comes from equipment maintenance to operation theatre, there is often some white carbage all over the device. They doubt that it comes from cutter. I agree and we will send this to flextronics that they would change the cutter to new one. The customer returned a meshgraft ii device, serial number (B)(4) , for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective action was implemented a serial number logbook to correct this issue. Zimmer biomet surgical/medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics on august 30, 2019 revealed that the roller and cutter were damaged. The calibration was out of specifications but the device produced a passing sample mesh. The side plates needed updated. The ratchet functioned as intended. Repair of the meshgraft ii was performed not performed as the device is technically unrepairable. The reported event was never confirmed during inspection of the device, it is unclear what was meant by white carbage# all over the device. Therefore, the root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the device is very old and customer says that when it comes from equipment maintenance to operation theatre, there is often some white carbage all over the device. During product evaluation, it was found that the cutter was damaged. No adverse events were reported as a result of this malfunction.